Event description:
A caller reported a tandem mobi cartridge alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller was able to successfully reload the original cartridge and resume insulin therapy, resolving the issue.